Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A loose drive support disk was noted. The insulin pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, broken belt clip slot, cracked display window and a stained end cap sticker.

Event description:
It was reported that the drive support cap was protruded and the mother did not know how it happened. The caller stated that the customer had to push back the drive support cap in three to four times, and insulin squirted out about half of the reservoir. Advised the mother that the device would be replaced and revert to back up plan. No further information was provided.